Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, episodes of inappropriate ams (automatic mode switch) were noted on the patient¿s atrial lead due to over-sensed noise. Upon isometric testing, noise was not reproducible. No patient consequences were reported. No intervention was performed.